Manufacturer narrative:
Investigation conclusion: the customer was unable to provide the complaint lot number at the time of the initial MDR report, filed april 3, 2020. The customer provided the complaint lot number on april 20, 2020. This follow-up report is to provide the manufacturers' investigation into the reported lot number. The customer's complaint was not replicated during in-house testing of retain device lot t11000rn. Retains of the complaint lot were tested in-house with a tni calibrator. The testing event yielded a percent recovery of 96% and the cv was within the package insert claim for the product. The testing event illustrated that lot t11000rn can accurately read tni samples. No issues with tni recovery observed. Manufacturing batch records for lot t11000rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: manufacturer investigation to determine whether the device lot failed to meet specifications could not be pursued because the customer did not provide a lot number. Despite multiple attempts the customer did not provide the device lot number used. Based on the insufficient information, unable to determine any product deficiency. No corrective action is required.

Event description:
Customer reported poor correlation for troponini (tni) between triage platform and atellica. Triage tni result = 0.18ng/ml; atellica tni result = 543.91pg/ml, triage tni result = 0.27ng/ml; atellica tni result = 939.66pg/ml, triage tni result = 0.14ng/ml; atellica tni result = 780.56pg/ml, triage tni result = 0.21ng/ml ; atellica tni result = 754.43pg/ml, triage tni result = 0.11ng/ml; atellica tni result = 615.99pg/ml, triage tni result = 0.28ng/ml; atellica tni result = 607.0pg/ml, triage tni result = 0.07ng/ml; atellica tni result = 600.23pg/ml, triage tni result = 0.21ng/ml; atellica tni result = 891.99pg/ml, triage tni result = 0.16 and 0.22ng/ml; atellica tni result = 1,002.03pg/ml, triage tni result = 0.33ng/ml; atellica tni result = 1,422.22pg/ml, triage tni result = 0.07ng/ml; atellica tni result = 554.71pg/ml, triage tni result = 0.19ng/ml; atellica tni result = 694.82pg/ml. Sites reference ranges: atellica ranges: normal: 0.0 - 45.2; critical: >50.0, triage ranges: normal: 0.05 - 0.4; critical >0.5. No information about patient clinical picture/outcome/diagnosis provided.